Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up on (B)(6) 2017. Upon interrogation of the device, loss of capture and poor sensing were observed on the right atrial lead. The poor sensing could not be reproduced. After several attempts at reprogramming, atrial capture was observed. On (B)(6) 2017 the device was tested, loss of atrial capture was observed again. The patient was stable.

Manufacturer narrative:
Correction: patient identifiers should not have been included in initial regulatory report.

Event description:
New information noted that at 6-month check on 03/02/2018, loss of capture and loss of sensing were observed on the right atrial lead. The device was attempted to be reprogrammed to biventricular vvi setting however this caused the patient to experience pacemaker syndrome with a pounding sensation in the head and neck. The device was left in vvi setting. The patient had been in a stable sinus rhythm prior to, during and after the follow-up but had not been able to benefit from cardiac resynchronization therapy.

Event description:
New information noted that a chest x-ray prior to procedure, confirmed that the left ventricular and right atrial lead had dislodged. Upon removing the device from the pocket, the physician commented that there was evidence of twiddler¿s syndrome. The right atrial lead was attempted to be repositioned but the helix mechanism was no longer working. The lead was explanted and replaced. The left ventricular lead was repositioned successfully.